Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported B30 scope communication error during maintenance involving an Olympus Gastrointestinal Videoscope. There were no reports of patient involvement.